Manufacturer narrative:
The user experienced a low blood glucose event requiring ems treatment with glucagon and was not transported to the hospital. No device malfunction was reported by the user or identified based on available information. A follow-up MDR will be submitted if additional details or device evaluation findings become available.

Event description:
On 25-nov-2025 the user¿s spouse reported that on (B)(6) 2025, the user experienced hypoglycemia with a bg of 35 mg/dl. The user became unconscious before any self-treatment could be attempted. The user was treated on scene by ems with glucagon, was not transported to the hospital, and was reported to have recovered at home.